Event description:
Boston scientific received information that one day post implant high out of range pacing impedances and an increase in pacing thresholds were noted on this right ventricular lead. The following day the pacing impedances had decreased but remained high while the pacing thresholds and increased further. A chest x-ray did not reveal any abnormalities. This right ventricular lead was explanted and replaced and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.